Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller stated the customer was hospitalized since (B)(6) 2015 before passing away. The customer's blood glucose at the time of death was 154 mg/dl. The official cause of death was from diabetic ketoacidosis and other health issues. The caller stated the customer became ill on (B)(6) 2015. It was found the customer had chronic obstructive pulmonary disease and experienced a stroke before their death. It was also reported the customer had a urinary infection and experienced back pains before being hospitalized. The caller reported the customer used sensors, but was not wearing one at the time of their death. It was also found the insulin pump was removed from the customer's body 23 days before their passing. It was reported the insulin pump was removed because the hospital would not allow the customer to wear the insulin pump. The caller agreed to return the insulin pump for analysis.